Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a guide wire coating detachment occurred. The lesion was located in an unspecified bile duct. Upon attempting to advance the 0.035 jag precursor guide wire into the papilla, the coating on the distal tip of the guide wire fell off and remained inside the patient's duodenum. No attempt was made to retrieve the detached coating and the procedure was completed with another of the same device. The patient's status is reported as "stable." It is the physician's opinion that the detached coating will pass by itself.